Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving clonidine (unknown dose and concentration), bupivacaine (unknown dose and concentration) and morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. Information received reported the code 8254 (low reservoir alarm occurred) was displayed on the patient's personal therapy manager (ptm). The patient was not due for a refill. The patient stated that their next refill was scheduled for (B)(6) 2020. On (B)(6) 2019, the patient noticed code 8254 on their ptm then saw code 8286 (empty reservoir alarm occurred) on (B)(6) 2020. Patient services had the patient pull up the ptm and the patient reported it showing (B)(6) 2019 for the refill date. The patient was redirected to their hcp for a refill. No symptoms were reported. On (B)(6) 2020, the patient noted their previous refill date was (B)(6) 2020 and their healthcare professional (hcp) reprogrammed the pump when the pump previously went dry.